Event description:
The rptr indicated that on 3/26/97, a pacer check revealed that the early replacement indicator (eri) was activated (pacing voo/vvi at 80 bpm). The pt complained of pacemaker syndrome symptoms, such as shortness of breath. On 3/27/97, the pt went in for a follow-up visit. Upon inquire, the programmer reports that device had reached eri, however, the cell voltage is 2.71. The device was reprogrammed. Further event description is on page 3 on this form.